Event description:
A 29 yr old white gravida 0 female status post bilateral subglandular inframammary 280cc dow corning gels placed w/bilateral molar implants for augmentation on 12-6-90. Shortly thereafter the pt developed systemic symptoms which have become disabling and progressive, these include: arthralgias, (positive morning stiffness) myalgias, paresthesias, spasms, fatigue, sleep disturbances, low grade fevers, recurrent bronchitis, hot flashes/sweats, headaches, bilateral temporomandibular joint disease, dizziness, memory problems, sicca, sensitivity to sun/cold, urticaria, shortness of breath, chest pain/costochondritis, and gastrointestinal/genitourinary/menstrual irregularities. Pt is otherwise healthy.